Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 424 mg/dl and 322 mg/dl at morning and current blood glucose level was 157 mg/dl. Customer was treated with manual injection. Customer stated that cannula was bent. The insulin pump will not be returned for analysis.